Manufacturer narrative:
Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damage. Customer's blood glucose value at the time of incident was unknown. Customer stated that physical damage to the reservoir lip ring and piece was completely missing where battery inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.